Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic area') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, vaginal discharge abnormality, herpes simplex type ii and pregnancy. Previously administered products included for to prevent pregnancy: mirena from 2006 to (B)(6) 2013. Concurrent conditions included irregular menstrual cycle since (B)(6) 2014, gas pain, cramp in lower abdomen, breakthrough pain, fatty liver, hepatomegaly, hepatic steatosis, menstruation frequent, parakeratosis, paratubal cyst, endometriosis, shoulder pain, adhesion and uterus enlarged. Family history included thyroid disorder nos (maternal grandmother.). Concomitant products included amfetamine (amphetamine) since (B)(6) 2013 for adhd, valaciclovir hydrochloride (valacyclovir hcl) for herpes simplex, sumatriptan for migraine, ibuprofen and oxycodone hydrochloride; paracetamol (acetaminophen w/oxycodone) for pain as well as fluconazole, fluoxetine, hydromorphone hydrochloride (dilaudid), ibuprofen (motrin), ketorolac tromethamine (toradol), nsaids since (B)(6) 2013, ondansetron (zofran), other antiemetics and valaciclovir hydrochloride (valtrex). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression"), attention deficit/hyperactivity disorder ("psychological or psychiatric problems condition: adhd") and anxiety ("psychological or psychiatric problems condition: mental anguish"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, depression, attention deficit/hyperactivity disorder, anxiety, migraine, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered anxiety, attention deficit/hyperactivity disorder, depression, dysmenorrhoea, dyspareunia, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy: date of insertion previously reported as (B)(6) 2011 now it is reported (B)(6) 2013. Discrepancy: plaintiff previously performed essure confirmation test but now it is reported plaintiff did not undergo an essure confirmation test. In current fu patient reported positive pregnancy test on (B)(6) 2013 this date was prior to essure insertion. She replace mirena iud in (B)(6) 2011. The right cornua had visible coils and the left had visible coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pathology test - on (B)(6) 2017: final pathologic diagnosis uterus, cervix, right and left fallopian tubes, robotic-assisted laparoscopic hysterectomy bilateral salpingectomy: cervix: focal parakeratosis, endometrium: proliferative phase, myometrium: no significant histopathologic alteration, uterine serosa: no significant histopathologic alteration, left fallopian tube: no significant histopathologic alteration, right fallopian tube: paratubal cyst. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records: menorrhagia, vaginal haemorrhage, dysmenorrhea, dyspareunia, migraines, depression, adhd. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-aug-2019: pfs and mr received. New events abnormal bleeding (vaginal, menorrhagia), depression, adhd, mental anguish, migraines / headaches, dysmenorrhea, dyspareunia were added. Updated outcome of event physical pain/pelvic area from unknown to recovering/resolving. Historical, concomitant & treatment drugs were added. Lab data was added. New reporter¿s were added. Patient¿s demographics were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic area') and genital haemorrhage ('gen. Abnorm. Bleed') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, vaginal discharge abnormality, herpes simplex type ii and pregnancy. Previously administered products included for to prevent pregnancy: mirena from 2006 to (B)(6) 2013. Concurrent conditions included irregular menstrual cycle since (B)(6) 2014, gas pain, cramp in lower abdomen, breakthrough pain, fatty liver, hepatomegaly, hepatic steatosis, menstruation frequent, parakeratosis, paratubal cyst, endometriosis, shoulder pain, adhesion and uterus enlarged. Family history included thyroid disorder nos (maternal grandmother.). Concomitant products included amfetamine (amphetamine) since (B)(6) 2013 for adhd, valaciclovir hydrochloride (valacyclovir hcl) for herpes simplex, sumatriptan for migraine, ibuprofen and oxycodone hydrochloride;paracetamol (acetaminophen w/oxycodone) for pain as well as fluconazole, fluoxetine, hydromorphone hydrochloride (dilaudid), ibuprofen (motrin), ketorolac tromethamine (toradol), nsaids since (B)(6) 2013, ondansetron (zofran), other antiemetics and valaciclovir hydrochloride (valtrex). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced depression ("psychological or psychiatric problems condition:depression"), attention deficit/hyperactivity disorder ("psychological or psychiatric problems condition:adhd") and anxiety ("psychological or psychiatric problems condition:mental anguish"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding)"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia and abdominal pain had resolved and the vaginal haemorrhage, depression, attention deficit/hyperactivity disorder, anxiety and migraine outcome was unknown. The reporter considered abdominal pain, anxiety, attention deficit/hyperactivity disorder, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy: date of insertion previously reported as (B)(6) 2011 now it is reported (B)(6)2013. Discrepancy: plaintiff previously performed essure confirmation test but now it is reported plaintiff did not undergo an essure confirmation test. In current fu patient reported positive pregnancy test on (B)(6) 2013 this date was prior to essure insertion. She replace mirena iud in (B)(6) 2011. The right cornua had visible coils and the left had visible coils. Received treatment for pain, bleeding : yes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pathology test - on (B)(6) 2017: final pathologic diagnosis uterus, cervix, right and left fallopian tubes, robotic-assisted laparoscopic hysterectomy bilateral salpingectomy: cervix: focal parakeratosis endometrium: proliferative phase myometrium: no significant histopathologic alteration uterine serosa: no significant histopathologic alteration left fallopian tube: no significant histopathologic alteration right fallopian tube: paratubal cyst. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records : menorrhagia, vaginal haemorrhage, dysmenorrhea, dyspareunia, migraines, depression, adhd. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received. Event : abdominal pain, gen. Abnorm. Bleed added. Outcome of the event pelvic pain, dysmenorrhea were updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.